Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 123 mg/dl. The customer stated that the pump beeped then went blank while batteries out the battery cap popped off in pieces. The insulin pump will not be returned for analysis.